Manufacturer narrative:
The investigation has determined that a non-reproducible and higher than expected vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 3710. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 3710. The customer was not following the sample collection device manufacturers recommended centrifugation protocol; therefore, pre-analytical sample processing could not be ruled out as a contributing factor. It was likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Email address for contact office in field (B)(6).

Event description:
The customer reported that they obtained a non-reproducible, higher than expected vitros troponin I es (tropi es) result from a single patient sample when tested using vitros tropi es lot 3710 on a vitros 5600 integrated system. Patient sample tropi es result of 0.211 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory, but a corrected report was later issued. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).